Event description:
On november 13, 1998, safeskin corporation received a copy of a voluntary medwatch report (report no. 1013627) with the following event description: "my hands & face swell & turn red. I get a large lump in my throat, my eyes get watery and itchy. My nose plugs up, I get asthma & hives in my mouth. I did get this type of reaction when I worked with latex gloves & go into a dental office or a hospital. It ruined my career as a dental assistant! I loved my job very much. I was never told about latex allergies. Now I can't even go out to eat without asking if they use latex gloves to prepare food.